Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported patient had couple accident since implant. She had one bladder accident on monday last week and wednesday. She had bowel accident on thursday. She wanted to know how to turn on the machine for bowel and bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.